Event description:
A customer reported to a sales representative that a patient who had a breast biopsy in late (B)(6) 2010 was experiencing soreness and discomfort near the biopsy site. The patient returned to the hospital twice for an ultrasound of the breast. It appeared the collagen plug-titanium marker in the biopsy cavity had encapsulated. The doctor explanted the plug from the patient on (B)(6) 2010 using a 8g probe using stereotactic means. The explanted tissue and marker were sent to the pathology laboratory.

Manufacturer narrative:
Collagen plug was explanted and sent to the hospital pathology laboratory for identification. The titanium clip was not returned to the manufacturer for evaluation. Since the clip was exposed to tissue (implantation) and formalin (explantation), any testing would be inconclusive.